Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. By lesion do you mean abrasion of the tissue? Was any medical or surgical intervention required for the report of a lesion? What was the procedure being performed? How was the procedure completed?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was implanted. During the procedure, the left helical passer was blocked. The surgeon had difficulties to remove it. Once out, the surgeon noticed that the plastic containing the strip was twisted. The surgeon opined that could have caused a lesion. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device received for evaluation (2 handles, 2 plastic needles and the winged guide). The device received was manipulated: both plastic needles are removed from the handles. The mesh and the plastic sheath have been cut and were not sent for evaluation. Organic substances are visible on the device. The defect seen during the product evaluation is aligned with the defect described in the event description. Therefore,the defect identified is not linked to a manufacturing issue.